Event description:
It was reported that the 9800 system is over heating. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigated. The malfunction was verified. Replaced the temperature sensor. The system was tested and found to be working as intended and placed back into service.